Event description:
It was reported that during an implant of the pt, the diagnostics performed showed that there was high impedance in the system. Surgeon was following troubleshooting steps but later noticed a visual anomaly in the lead, which prompted him to replace the newly implanted lead with a new one. The surgeon performed diagnostics again and received results within normal limits. Surgery was completed. Device was returned to MFR for product analysis, but it has yet to be evaluated.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.